Event description:
Additional information received indicates that the patient experienced pain at ipg site and ineffective stimulation/coverage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-48835, related manufacturer reference number: 1627487-2020-48836. It was reported that the patients scs system was explanted on (B)(6) 2020 for an unknown reason.